Event description:
During initial testing at the mfg site, it was found that the device did not detect occlusion. Note: the device was received from the customer with a report of "false distal occlusion" and "the cassette is hard to get in a and out."